Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1. Tissue build-up at the electrodes. 2. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the high frequency unit "esg-400" intermittently displays error code e006 (fluid conductivity error) while in use. The issue was found during a therapeutic, trans urethral resection of bladder tumor procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device is working per olympus standards. Error e006 did not regenerate during the evaluation. The equipment was kept under observation for three working days and no issue was found in this device. Error e006 at customer site might be due to defective high frequency cable, absence of saline water during the procedure, or defect in electrode and working element. Furthermore, the following additional issue was identified during inspection: minor dust found inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.